Event description:
Customer reported she was hospitalized due to high blood glucose over 600 mg/dl. Customer was nausea and vomiting and she was informed to call and get a new insulin pump. Customer declined troubleshooting and just wanted the device replaced. Customer stated the hospital thinks high was due to the insulin pump. Customer was off the device an hour prior to being hospitalized. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted.